Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: abtahi, am., et al (2014), complications after subpectoral biceps tenodesis using a dual suture anchor technique, international journal of shoulder surgery, vol.8(2), pages 47-50 (USA). The study emphasizes on evaluating the early postoperative complication rate after open subpectoral biceps tenodesis utilizing a dual suture anchor technique. The patients evaluated on course of this study: a total of 103 shoulders (72 male and 31 female) who underwent an open subpectoral biceps tenodesis utilizing dual suture anchor technique from december 2009 to december 2012 were eligible for inclusion in the study. The average age at time of tenodesis was 45.5 years. The average length of follow-up was 7 months (range, 1 to 45 months), while a subgroup of patients (a total of 41 patients) had a minimum of 6 months clinical follow-up. Exclusion criteria included all patients undergoing a biceps tenotomy or tenodesis utilizing another technique besides the dual suture anchor subpectoral technique. The article describes the following procedure: an open subpectoral biceps tenodesis was performed utilizing a dual suture anchor fixation technique. The device involved was the mitek g4 suture anchor (mitek, (B)(4)) combined with a competitor¿s device. Complications mentioned in the article: patients with 7 months follow-up: 4 patients had superficial wound infections (stitch abscesses) of which 2 were treated with oral antibiotics and 2 required superficial debridement and oral antibiotics. 2 patients had temporary nerve palsies resulting from an interscalene block: 1 patient had persistent numbness of the ear and the other had a temporary phrenic nerve palsy resulting in respiratory dysfunction and hospital admission. 1 patient had developed a pulmonary embolism which required hospital admission and anticoagulation. Patients with at least 6 months follow-up: 1 patient had a superficial wound infection which was treated with oral antibiotics. From the review of the article, it can be concluded that dual suture anchor subpectoral biceps tenodesis leads to a low early complication rate with no deep wound infections, neurologic injuries, or clinically evident ruptures.